Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the implanted percutaneous spinal cord lead was non-functioning in the patient¿s spine, causing shocking and burning. The event resulted in a serious injury of requiring an intervention/explant. No further complications were reported/anticipated. See attached medwatch form.